Manufacturer narrative:
The referenced prior driveline distal end replacement was reported under medwatch MFR report # 2916596-2015-02361. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 10 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received pump off alarms while the system was connected to the power module. The patient was reported to be asymptomatic. A system controller log file was provided to the manufacturer's technical service representative for review. It was observed that two pump stoppage events along with multiple low speed events on (B)(6) 2016. The system was connected to the power module at the time of both events. X-ray images provided indicated that the patient had a prior distal end replacement but did not reveal any obvious areas of concern. Additional internal x-ray images submitted of the pump end showed a slight twist in the driveline near the proximal end of the original driveline replacement. On 07/05/2016, the technical services representative performed an onsite driveline evaluation with a driveline continuity tester and found no indication of broken wires present. A driveline distal end replacement was performed. A potential area of compromise on the coating of the yellow wire was observed and was removed during the replacement. After the driveline replacement was completed, the system was connected to a grounded patient cable and no further issues were observed.

Manufacturer narrative:
Approximately 18.5 inches of the replaced, distal end/external portion of the driveline was returned for evaluation. Continuity and high potential testing was performed on this section of the driveline and did not identify any damage to the wires which would have resulted in the reported event. The pump was returned assembled with the driveline cut approximately 9 inches from the pump housing and the severed portion of the driveline was not returned. Continuity testing was performed on the returned portion of driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during this testing. The shielding and bionate layers were removed, and examination of the underlying wires revealed a breach in the insulation of the orange wire approximately 8.5 inches from the pump housing. The conductors of the orange wire were exposed as a result. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The insulation breach in the orange wire appeared to be the result of abrasion against the metal shielding due to repetitive flexing of the driveline in this location. There was no evidence of mechanical damage such as crushing or pinching. An interruption in pump function could have occurred as a result of the exposed conductors of the orange wire contacting the braided shield and creating an electrical short to ground while the device was supported by the power module. This short would have caused the reported low speed and pump stoppage events.

Manufacturer narrative:
The pump is expected to be returned for evaluation. It has not been received.

Event description:
Additional information: the patient received a pump exchange via subcostal approach on (B)(6) 2016. The patient was reportedly doing well and was to be discharged soon. There was a presumed driveline short-to-shield internal to the patient. No additional information was provided.